Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode device passed displacement test. Unit received with cracked retainer, broken battery tube threads, minor scratched display window, fading serial number label, cracked keypad overlay at select button and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the battery compartment cracked. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.